Event description:
(B)(4).

Event description:
Device report received from (B)(6) for an incident that occurred in (B)(6) reports a plate broke post operatively. Patient with a sub trochanteric fracture was implanted with a locking compression plate and was pain free until the plate broke 4 months postoperatively. Patient was revised.

Manufacturer narrative:
Additional narrative: device was used for treatment not for diagnosis. Device history record review has been requested. No conclusion can be drawn as the device is entering the investigation process.

Manufacturer narrative:
This device is used for treatment not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance. No nonconformances were noted. The raw material met all dimensional and visual criteria at the time of release with no nonconformances documented.

Manufacturer narrative:
The failure of the investigated lcp femoral plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.